Event description:
Information was received based on review of a journal article titled, "the mid-term outcomes of the oxford domed lateral unicompartmental knee replacement" which aimed to assess the survival and clinical outcomes of the domed oxford unicompartmental knee replacement in a large patient cohort in the medium term using the oxford unicompartmental knee revision, manufactured at biomet. A patient was identified in the article that underwent partial knee arthroplasty on an unknown date. Subsequently, patient underwent revision on an unknown date due to spontaneous bearing dislocation 22 months after initial procedure. Screws were implanted and the bearing was removed and replaced. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by j.s weston-simons in the bone and joint journal (2014): 96-b:59-64. Manufacture date ¿ unknown. This information was originally reported on 1825034-2015-02228 which referenced a journal article written on a study that this patient took part in.